Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported a power on reset (por) has taken place and continues to be indicated. Additional information received reported that the cause of the por was not determined. However, the patient underwent examinations (no MRI) and treatment (surgery) of ureter obstructions (in other hospital). Patient could not recall the order of events whether the por or examinations were first. The por issue was not resolved and was still occurring. It was reported that the implantable neurostimulator (ins) was still in the patient. They were put on the waiting list to undergo a replacement. No further complications were reported/anticipated.